Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for crx 14: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4).

Manufacturer narrative:
D4 unique identifier (UDI) for crx 14: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). Updated evaluation conclusion codes h6. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump kink resistant tubing (krt) had a hole from fatigue. The ms pump was microscopically inspected, and contamination (bodily fluid) was found within the ms pump. Ms pump did not pass the leakage test. Based on the information available and analysis results, the leak identified in the ms pump krt could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.